Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance was observed. Sensing and capture threshold were within normal range. Physician decided to monitor the lead in normal follow-ups. Patient was fine.